Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that prolonged hospitalization and rehabilitation occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During recovery, the patient was admitted to the intensive care unit for approximately one week followed by one month at a rehabilitation facility.

Manufacturer narrative:
B3: date of event - aware date of 16nov2023 used as event date is unknown.